Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience nerve stimulation on the right ventricular (rv) lead. There was also high threshold. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.